Manufacturer narrative:
Device evaluation of monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away at home while wearing the lifevest on (B)(6) 2022. Per clinical review of the continuous ECG recording, the device was started up at 21:13:18 on (B)(6) 2022. Asystole was was detected two times from 02:06:46 to 02:12:52 on (B)(6) 2022. ECG shows idioventricular from 10-30 bpm. The rhythm then degrades to asystole. The rhythm then transitions to an idioventricular rhythm at 80 bpm. The rhythm then degraded to vf with varying amplitudes. The response buttons were pressed at 02:13:08. The electrode belt was disconnected at 02:13:16 on (B)(6) 2022. Per continuous ECG recording, the patient was in an idioventricular rhythm at 80 bpm. The rhythm then degraded to vf with varying amplitudes, and rb use from approx. 02:12:20 until the electrode belt was disconnected at 02:13:16 on (B)(6) 2022. The varying heart rate, amplitude, and intermittent response button use prevented the lifevest from delivering a treatment while the patient was in vf. It was not reported who pressed the response buttons. There were no deficiencies alleged. The device was fully functional upon receipt. There is no indication that the lifevest caused or contributed to the patient death. Reporting the event out of an abundance of caution due to potential bystander interference preventing the lifevest from delivering a treatment during vf.